Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged. This occurred during fill of peritoneal dialysis therapy. The patient further reported that the door or cassette area was damaged. Renal therapy services (rts) advised the correct procedures for removing the cassette. Rts advised to follow up with peritoneal dialysis registered nurse regarding missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.